Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Devices were evaluated and the reported event could not be confirmed as devices assembled correctly without incident. Visual inspection of the returned devices revealed damage to the elevated rim liner and the boss of the standard liner, indicative of malalignment during impaction of the liner into the cup. Dhrs were reviewed and no discrepancies were found. Investigation concluded that the reported event was most likely due to misalignment during installation. Review of complaint histories determined no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that two liners would not assemble correctly with the shell during surgery. A new cup and liner were used to complete the procedure, resulting in a 2 hour delay.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated

Event description:
It is reported that two liners would not assemble correctly with the shell during surgery. A third liner was used to finish the surgery.